Event description:
During a bhr hip implantation surgery, it was reported that the implanting surgeon severed the patient's femoral artery or vein branch. As a result of the damage, the patient received 2 units of packed red blood blood cells and 5000ml of crystalloid fluids and required the attention of a vasular surgeon during surgery.